Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted from the field, shavings are visible. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the drill in the drill guide from an ar-1688-cp internal brace implant system produced metal shavings. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/27/2023: all the loose debris was removed from inside the patient, and the case was completed successfully. This was discovered during a brostrom repair procedure.